Event description:
It was reported that the bd ultra-fine¿ insulin syringe experienced scale marking issues. The following information was provided by the initial reporter, translated from japanese: one product had no scale marking printed on the barrel.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed. H3 other text : see h10.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe experienced scale marking issues. The following information was provided by the initial reporter, translated from japanese: one product had no scale marking printed on the barrel.